Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 15-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 10 mg/ml; 4 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the patient had a surgical procedure for major back surgery unrelated to the device or therapy. The catheter was severed in the process so they removed the distal portion. The dural puncture was closed and the existing/proximal portion of the catheter was closed. The hcp prescribed supplemental oral medication for the patient. The hcp wanted to program the pump to off state as they were concerned about possible drug leaking in to the tissue. The pump off code was provided to program the pump to off state. No further complications were reported.